Manufacturer narrative:
(B)(4). Additional information: batch # m54063. Lot # m4hn4a. The analysis results found that a ats45 device was returned inside its original primary package; upon visual inspection, foreign matter was noted to be inside. The package was opened and the foreign matter was confirmed to be black particles generated during the manufacturing process. During the transportation and manipulation of the device, the particles fall off into the sterile barrier.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that prior to an unknown procedure, there appeared to be a bug inside the product tray. The staff saw it before they opened the device and before the patient brought into room. The case was completed using another device of the same product code. There were no patient consequences reported.